Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported from a consumer via a manufacturer representative on (B)(6) 2020 reporting that the patient had pain at and radiating from the battery. The pain was the same with stimulation on or off. Stimulation had been off for 3 days and the patient declined reprogramming. The patient reported this had been occurring for a month or so. Impedances were checked and the test came back clear of problems. The patient would be seeing their primary care physician on (B)(6) 2020. No further complications were reported. It was reported that the patient was going to reach out to a surgeon. No further complications were reported. Additional information was received from the rep who reported the patient was scheduled for surgery tomorrow morning to move the battery to his flank area from his hip.